Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause traced to cable interface board failure that led to the malfunction and flickering coming in image was due to faulty cable and circuit (cn) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope cable exhibited flickering image due to faulty cable and interface board. There was no patient involvement.